Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was low, out-of-range shock lead impedance on this right ventricular (rv) lead following delivery of a shock for ventricular fibrillation (vf). Boston scientific technical services (ts) review of device memory found that the measurement had dropped to 0 ohms, then returned to normal. Ts discussed that this is generally indicative of electromagnetic interference (emi) and mentioned that noise was also seen on the electrograms. It was noted that the patient was currently in the intensive care unit with many monitoring systems running. When the machine monitoring the patient¿s cardiac output was turned off, the shock impedance measurements stayed within normal range. Additional troubleshooting was completed to ensure the issue had resolved. No adverse patient effects were reported. This lead remains in service.